Event description:
It was reported that during the implant procedure, the atrial lead dislodged. The lead also exhibited loss of sensing, loss of capture, and low impedance. The lead was not implanted and a new lead was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.